Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transection of stomach in a laparoscopic bariatric procedure, the stapler did not fire. Also, all of the reported dissectors stopped working even if new batteries were installed in each of them. There were error tones heard and had red light. A new stapler and a new dissector were used to complete the surgery. There was no patient injury.